Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and requested a factory reset due to perceived reduced dosing accuracy associated with perimenopause, after which the agent guided a reset and retraining. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and education with no alerts or alarms reported and no medical intervention or hospitalization. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the device functioned as designed after reset and retraining, with no device malfunction identified. It was concluded that the event was user-perceived performance change with cause unclear and that education and retraining addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.